Manufacturer narrative:
Four (4) samples were received from p/n 60pfss45 l/n 3991195 in unused conditions inside their closed original packaging. In addition, one photo was received and it was observed that products inside the trays don't match labeling, labeling is for a product with a straight flange and the product inside the tray has a ?v" flange. The reported customer complaint is confirmed from visual inspection of the photo and samples received. A device history review was performed and it was found that the reported part and lot number was assembled correctly according to its bill of materials and labeling. The reported issue is a known issue and a corrective and preventative action has been opened to address the confirmed failure. D5 and e4 is unknown. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that upon opening the package, it was discovered that part number 67pfss45 was found inside the package but part number 60pfss45 was ordered. No patient involvement.